Event description:
Related to MFR report #s: 2183959-2012-02692 and 2694. It was reported by the plaintiff's attorney that on (B)(6) 2008, the plaintiff was implanted with an ams miniarc pelvic mesh products to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered debilitating, permanent injuries "including mesh erosion, hardening, chronic pain and worsening dyspareunia," recurrent incontinence, "significant mental and physical pain and suffering" and other injuries. The plaintiff's attorney also alleged that the plaintiff underwent add'l surgery "on or about (B)(6) 2008 and (B)(6) 2010."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.